Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient presented for a follow up. The patient's implantable cardiac defibrillator exhibited loss of capture. There was no intervention. The patient was asymptomatic.